Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed via a merlin@home transmission and that reprogramming was performed to solve the issue. Patient condition is unknown.

Manufacturer narrative:
Patient condition was good before and after the reprogramming.